Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection of ac adapter revealed connector portion of the cord was damaged beyond use. Tubing channel is free and clear of any debris. Evaluation was able to successfully load and run a set without any discrepancies. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be from a damaged connector. The ac adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of a novum iq large volume pump was not accepted by the electrical harness during an unspecified process step in the central supply department. There was no patient involvement. No additional information is available.